Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: one no cartridge detected eaw 163 warning observed in b/box. Eaw 162 were also observed in the b/box with zero force. Load step malfunction was duplicated during investigation. During load step, piston pushes up until cartridge is empty. Force calibration failed at 0. Opened pump- force sensor pin was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.